Manufacturer narrative:
Continuation of d10: axium instant detacher product ID unk-nv-ap-ID (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime es 3d coil did not detach. Detachment was attempted twice using the instant detacher but was unsuccessful; one emergency detachment was also attempted but could not be performed (was unsuccessful). Since the device could be stored in the catheter, the entire catheter was removed. It was reported there were no defects with the instant detacher. The coil was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an unruptured, saccular, left internal carotid artery (lt. Ica bouthillier classification c5 clinoid segment) aneurysm with a max diameter of 5 mm and a 3 mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The emergency detachment was performed via manual dislodgement through the hypotube. No causes or contributing factors for the non detachment were identified, and the instant detacher lot number was not available. No issues were encountered prior to the coil non detachment, and no pushwire damage was observed after removal from the patient.